Event description:
The complainant reported a patient, race unknown, noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella was placed and when started the flows were low at 1.0 liters per minute. The decision was made to remove this impella and replace it with a new impella, which was successfully placed. There was no patient harm reported.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The impella pump was returned for investigation. The returned pump was visually inspected, a cannula kink was observed near the outflow cage, which obstructed the impella flow path. No other abnormality were found. The root cause of the low pump flow was a cannula kink due to improper technique used while inserting the impella. This report is being filed as part of a retrospective review of historical records.